Manufacturer narrative:
Note: a report or other information submitted by a reporting entity under this part, and any release by FDA of that report of info, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of information constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.

Event description:
A female patient scheduled a follow up visit with her spine surgeon based on a recommendation from emergency room staff (date of ER visit unknown). Upon review of x-rays obtained, he noted the closure top had disassociated from the construct. In 2007, the patient underwent revision surgery to remove the closure top and associated screw. The surgeon replaced the screw and closure top. During the revision surgery, the surgeon implanted a pedicle screw and decided that he wanted a different screw with a closed head. This resulted in a 30 minute surgical delay. He exchanged the screw and completed the construct without impact to the patient.